Manufacturer narrative:
(B)(4). Complaint sample: 01 intact complaint reference sample foil received for investigation along with one single barrier folder and needle in a separate, complaint sample foil and suture were not received for investigation.returned needle was inspected with 10x magnification and no any defect was observed. The received reference sample foil pack was inspected under a 10 x magnification for any damage and showed a multitude of wrinkles over the whole foil. Received intact reference sample foil then subjected to knot pull tensile strength test. The primary pack was opened, and suture and needle were found intact. The suture was physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needle but no such defects were observed. The needle was inspected for any attribute defects like bend, cracked barrel, fins but no such defects was observed. The reference sample was tested for knot pull tensile strength test and found to meet the specification. Batch record review: as a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the above analysis, it is evident that there was no issue related to the suture quality and processing of this incident lot. Retain sample analysis: as the complaint is related to performance - breakage suture, knot pull tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retained samples to check the behavior of the suture material. All the individual as well as average knot pull tensile strength test values were found to meet the in-house specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Batch manufacturing records of nw9262/t8035 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed and found to meet the specification requirement.

Event description:
It was reported that the patient underwent laparotomy on an unknown date and suture was used. The suture broke at the swage during the procedure. The procedure was completed successfully. There were no adverse patient consequences reported.